Event description:
It was reported that during a laparoscopic cholecystectomy procedure the drain broke along the silicone tubing while inside of the patient. The doctor was able to retrieve the broken piece without performing an additional surgical procedure.

Manufacturer narrative:
The investigation is currently in progress, once completed a MDR supplemental report will be filed.